Event description:
The sales rep reports that during a lap cholecystectomy procedure, the clips would not completely form. No patient consequence was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.